Event description:
It was reported that during a biliary stenting treatment procedure, the stent appeared longer than expected. A rx ws biliary 10 x 60 stent had been advanced to treat target lesion in the common bile duct (cbd). While deploying the stent, the physician felt the device appeared longer than 6cm. The stent was able to be deployed with final stent placement considered to be "ok". There were no pt complications reported with the pt's current condition listed as "ok".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.